Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using off-label insulin with the pump. Tandem customer technical support informed customer not to use off-label insulin per the user guide. Customer changed supplies as necessary and resumed insulin. There was no reported adverse impact to the customer¿s blood glucose level.